Event description:
A malfunction was reported on the pump, identified by the customer. There was no adverse impact to the customer's blood glucose level. Technical support (cts) assisted the customer by providing pump reset information, and the customer successfully reset the pump. The malfunction code did not recur after the reset, and the customer was able to continue using the pump with instructions to call back if the issue reappears.